Event description:
Additional information received on (B)(6)2018 stated that the device was used the same way previously, normally and successfully by the surgeon on multiple occasions.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: if information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary pending investigation UDI: (B)(4). -incomplete the expiration date is not currently available.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device was received and evaluated. The implants were not returned with the device. Via functional testing of the red trigger multiple times the pusher rod was able to pass through the shaft as expected. The silicone sleeve is pushed back a little at the distal tip which could be caused by the user over penetrating the needle in the meniscus.the device is working as intended, there were no parts broken, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A non-conformance search was performed for this part#: 228151 lot#: l973580 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The exp date is currently unavailable.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4) - incomplete. The exp date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic knee procedure, it was observed that the truespan applicator device broke inside the knee. According to the reporter, the implant failed to deploy correctly and everything had to be removed from the knee. It was reported that another truespan was utilized successfully to complete the procedure successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The patient's status post-surgery was normal recovery as expected. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.